Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified distal left anterior descending artery. A 3.00 x 12mm synergy stent was advanced to treat the lesion. However, the device failed to cross the lesion and the distal part of the stent got flared. The procedure was completed with another synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified distal left anterior descending artery. A 3.00 x 12mm synergy stent was advanced to treat the lesion. However, the device failed to cross the lesion and the distal part of the stent got flared. The procedure was completed with another synergy stent. No patient complications were reported. Synergy ous mr 3.00 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No issues were identified during the product analysis.